Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope did not produce an image due to not powering up during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.